Event description:
It was reported that the patient had a loss of therapeutic effect. Over time the patient had more leakage and frequency as on the program longer. The patient had tried all 4 programs and it was not working any longer. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0pnmv, implanted: (B)(6) 2015, product type lead. (B)(4).